Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red alarm was confirmed via evaluation of the heartmate power module (serial number (B)(6)) at the european distribution center (edc). During functional testing at the edc, a yellow wrench and red battery alarm activated. The 12 volt sealed lead acid (sla) backup battery was found to be expired. The power module was planned to be scrapped and was forwarded to the product performance engineering (ppe) group for further analysis. Analysis of the 12v battery, serial number (B)(6), revealed no physical anomalies. The battery was manufactured on 04may2022 and expired on 30apr2025. The reported event date was 15jul2025 and therefore the battery was expired at the time of the event. The forwarded power module and backup battery were connected to power and after a few minutes of operation, the yellow wrench and red battery alarm activated. A test backup battery was connected to the returned power module and the issue resolved. The root cause for the reported event was due to user error by using an expired battery. The heartmate 3 instructions for use instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, section 7 - ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 - ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot atypical alarms. The heartmate 3 IFU, section 3 - ¿powering the system¿, states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The heartmate 3 IFU, section e ¿ ¿yearly safety checklist¿, instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Heartmate 3 IFU, section 4 - ¿system monitor¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly handle the power module and cables to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: bent ¿ pin: pushed-in ground pin at the monitor connector and damage ¿ power supply: brief yellow wrench and audible alarm during 12 & 14 lvad power test. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module indicated a red alarm while plugged into ac power. Reconnection didn't resolve the alarm. The power module was exchanged.